Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to the coupler and cpu malfunctioning. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.